Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The complete balloon component, marker band, piece of the introducer tubing and balloon tip have separated from the catheter. The introducer tubing shows signs of stretching. A close visual inspection shows that the balloon has fully detached at the balloon to catheter joint. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a possible contributing factor to the rupture and separation of the balloon is resistance in the accessory channel is not applying negative pressure. The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. If these instructions are not followed, this could have contributed to the reported observation. The instructions for use contain the following caution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences during the time period reviewed. Therefore, this report represents an isolated occurrence. The likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic stricture dilation in the pylorus, the physician used a cook hercules 3 stage wire guided balloon. Balloon expansion and dilation was completed. Midway during the withdrawal of the balloon, the balloon material reportedly ruptured and a section of the balloon detached. Section of detached balloon was successfully retrieved with a snare through the endoscope. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.